Manufacturer narrative:
Eval summary: implant compatibility was confirmed. Neither x-rays nor operative notes were provided. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, and type of activity (low impact vs high impact) are unk. Based on the available info, an exact cause for the reported condition cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt's knee was revised in 2007 due to pain.